Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity c calcium2 result for a 25-year-old female patient. The following data was provided: sample collected on (B)(6) 2026, centrifuged on (B)(6) 2026, run on (B)(6) 2026: sid (B)(6): initial result = 3.77 mmol/l (B)(6), repeat = 2.82 mmol/l (B)(6), reported result) new sample collected on (B)(6) 2026 = 2.38 mmol/l. No additional impact to patient management was reported.